Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a low out-of-range pace impedance measurement less than 200 ohms. A device check revealed a unipolar impedance measurement of 321 ohms and a bipolar impedance measurement of 467 ohms. Sensing was 2.8 mv in unipolar, unipolar threshold was 0.9v at 0.4 ms and bipolar threshold was 1.2v at 0.4 ms. The device was reprogrammed to unipolar. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).